Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, a healthcare professional (hcp), and a manufacturer¿s representative (rep) regarding an implantable drug infusion device. The drug being delivered was morphine (unknown) with an unknown dose and concentration. The reason for use was non-malignant pain, they received implant for hip pain. It was reported that there was an empty reservoir alert/code and the patient experienced severe pain. There was the 8286 code reported on the personal therapy manager (ptm) 8835. The code and pain started ¿about 1.5 weeks ago¿ prior to the call date of (B)(6) 2018. The caller said that they replaced the batteries. The patient is due for a refill, and the refill is scheduled. The caller said that he is no longer getting this code, the pump was filled 3 days ago. The patient is being provided with oral pain medication. The caller said that patient is still in pain and doesn't think ptm is working, however caller does not know what is on the screen and is in a different state. The caller said that he will call his sister, to go to the nursing home and to call the manufacturer for further troubleshooting. Additional information was received from the consumer of (B)(6) 2018. The caller was texted a picture, and describes it as an out of box screen. Caller repeated that the patient is in severe pain. The patient is hours away from their managing healthcare professional (hcp), and so it was reviewed they could have the patient¿s nursing home call the manufacturer to have a manufacturer¿s representative (rep) paged if needed. Additional information was received from the patient on (B)(6) 2018. He is seeing on his ptm is that it's decoupled from the pump. The patient tried to couple the ptm to the pump while on the call and is seeing pa (patient activated) disabled. The patient was redirected back to the hcp's office to have this issue addressed. It was stated that the hcp's office is closed and he is in pain. It was reiterated to contact hcp and leave a voicemail for someone to assist the patient. It was reviewed to go to the ER (emergency room) if needed for pain but they may not be able to assist with pump and it's unknown if a rep will be available. Additional information was received from the patient on (B)(6) 2018. The patient reports his pump is not working he just got off the phone with the manufacturer and was told to call his hcp office but they are closed for the weekend and he is hurting really, really bad. It was reviewed that the patient will need to assess his medical condition and decide if he needs medical treatment and seek medical help. Additional information was received from the hcp on (B)(6) 2018. It was reported that the patient¿s pump is "offline" and patient's family said they had to call and request some service on the pump because they couldn't do it. It was reviewed that field staff have to work under the supervision of a managing hcp. It was then reviewed that the patient should follow up with the managing hcp regarding pain symptoms as well as the pa disabled message he encountered. The caller states the patient doesn't have a doctor, he has a home refill company come to the nursing home to perform refills. Expectations were reviewed, that even with home refill companies there should always be a physician prescribing the medication. It was recommended that the patient contact the home refill company for further assistance regarding pa disabled message. There were no further complications reported/anticipated. Additional information was received from the consumer on (B)(6) 2018. It was reported that they wanted to request a rep to come and enable the ptm. ¿it doesn't sound like there is a hcp at the nursing home that over see's the pump.¿ it was suggested to call home infusion to have them come back and enable the ptm again. The caller mentioned that the patient has not been able to use his pump for two weeks and the pain is pretty intense. He said they have given him norco and maybe something else. He mentioned the patient has a brain injury from a drug overdose that effected his motor skills that occurred 7 years ago. It causes his muscles to contract which caused his hip to pop out of socket (event: six years ago): they had to cut the femur down six inches. He was bone on bone, and it was sticking in the lining of intestines and rubbing on pelvis and causing pain (cut the femur six years ago). Then over the yea rs muscles contracted and femur has contracted back into the pelvis and lining of intestines (probably a good three years ago). The caller said that the case worker at the nursing home said there was a doctor at the nursing home today. It was reported that the doctor comes in the morning and he is already gone. The case worker said she called the home infusion yesterday ((B)(6) 2018)) and ¿they didn't believe her.¿ they were to call the manufacturer about the ptm being disabled. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. It was reported that the patient was transferred from (B)(6). Patient services (ps) reviewed with the patient the meaning of pa (patient activated) disabled message on the ptm. They also reviewed that a replacement ptm would not resolve this and that the patient will need to contact his home refill company for further assistance. The patient does not know the name or contact information for his home refill company. It was recommended that the patient contact his managing hcp's office to ask if they can provide him with this information. There were no further complications reported/anticipated.